Event description:
It was reported that "loaner kit returned while performing inspection of kit found a crack on tip of instrument where rod is inserted. Removed from kit and placed in bag.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.